Event description:
The customer reported a leak from the right side of the hemoglobin (hgb) cuvette on the coulter lh 750 hematology analyzer. The volume of the leak was about 20 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer was able to troubleshoot the leak. The customer found that the white blood cell (wbc) bath was loose and not sitting well on the aperture house o-rings. The customer secured the o-ring seal of the baths correctly, which repaired the leak. The customer stated that the init was operating without any leaks. (B)(4).